Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after the implant procedure, the left ventricular lead threshold was high when it had been 1.8 volts at implant. The lead output was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.